Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that two micro compression ft drivers were broken during screw implantation. The tip of the first driver (line 1) broke off and was retrieved and the driver that was used next (line 2) bent during re-implantation. The tip was removed with pickups, then a backup driver was used to implant the screw and the procedure was completed successfully.